Event description:
The patient had an scs system which included a percutaneous lead. It was reported that the patient was experiencing overstimulation while lying down or when putting pressure on his back. The patient also reported overstimulation at the time the ipg is turned off. Diagnostic lead impedance testing revealed normal impedances on all contacts on the lead. The patient was reprogrammed to remove all stimulation but the patient still reported the same overstimulation sensations. The physician disconnected the leads from the ipg on (B)(6) 2008 but the patient still reported overstimulation. No devices were returned to ans for evaluation. No additional information is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.